Event description:
Freestyle libre 3. Sensor lot number. T60001997 serial number (B)(6) 3. The date (B)(6) 2024. Sensor has been giving unusually high readings for several days, almost went to the hospital, but realized it may be a bad sensor. And the last several times I've taken my blood sugar manually with a finger stick poke it's been more than 100-150 points lower than the sensor.